Manufacturer narrative:
The spouse requested the device from the funeral home and was told it was disposed of. The pt's physician instructed the spouse to ask the funeral home to send the device to bsc for analysis. Attempts to retrieve the device from the funeral home have been made by bsc. No additional info is available at this time. If additional info becomes available, the event will be updated.

Event description:
Boston scientific crm received info that the pt with this implantable cardioverter defibrillator (ICD) died. The pt's spouse reported the cause of death on the death certificate was "asystole". The spouse had speculation regarding the proper function of the device.